Event description:
It was reported that during implant, the rv lead perforated the septum wall. A pericardiocentesis was performed. The lead was repositioned and tested successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
UDI (di): (B)(4).